Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon felt arm 1 jolt while stapling. The system logs showed errors 23065, 22030, and 23133 on universal surgical manipulator (usm) 1. Prior to calling, the customer replaced the curved -tip sureform 45 stapler instrument and continued with the procedure. The tse recommended the customer to return the curved -tip sureform 45 stapler instrument for failure analysis. The customer confirmed that they would create a return material authorization (RMA) for the stapler instrument, but informed that they have had multiple stapler related issues on arm 1 over the past couple days and would like arm 1 to be replaced due to safety concerns. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm due to receiving multiple stapler issues on arm. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Therefore, the root cause of the reported failure mode has not yet been determined. Isi did receive the curved-tip sureform 45 stapler that was used in the procedure. Failure analysis (fa) was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Logs displayed 1 unclamping failure with error code 22030 and p1 value of 2, which confirms an unclamping failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the surgeon converted the procedure to laparoscopic surgery because the surgeon did not have 3d vision at surgeon's console. The conversion did not result in increasing the port size incision or adding additional ports. There was no injury to the patient. The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. The unit was tested on an in-house system in normal mode with no related errors. The unit was tested on a patient side cart fixture test platform (pftp) with no related issues. During system log review, error 23065 was pointing to the degrees of freedom (dof) 5 stator so it will be replaced as the potential root cause.

Event description:
Refer to h11 for follow-up information.